Event description:
It was reported that on opening the inner sterile package a small hair similar to an eyelash was found. It is further reported that the surgeon removed the hair and implanted this insert as they believed that as the hair had been in the packaging during sterilisation and would therefore be sterile.